Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded lcd board also, moisture damaged was found on the keypad traces, electronic assembly and motor assembly. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests or verify motor error alarm due to unresponsive buttons. The insulin pump had cracked case at the display window corner, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to ocean water. Customer went into the ocean. Customer reported there is fluid under the lcd display. Customer stated that there are cracks on the display screen. The customer was advised to discontinue use of the device and revert to a backup plan. Customer's mother was advised that we will replaced the pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 427 mg/dl. The customer was treated for high blood glucose with injection. The customer was offered to troubleshoot the high blood glucose but the patient is not present there we were unable to troubleshoot.